Event description:
It was reported the rigid video scope screen became blurred indistinct due to color cast. The issue occurred prior to use of a therapeutic radical treatment of rectum cancer. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, during the device evaluation, the device exhibited error code e226, component failure of universal cord, and component failure of the outer tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the reported malfunctions occurred to component failure of universal cord sheath and the outer tube defect due to excessive force. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.